Manufacturer narrative:
Heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: coded12: according to the gore® viabahn® vbx balloon expandable endoprosthesis instructions for use (IFU): device related: complications and adverse events can occur when using any endovascular device. These complications include, but are not limited to: side branch occlusion. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2024, this patient underwent endovascular treatment of an bilateral iliac artery aneurysms using gore® excluder® aaa endoprosthesis, gore® excluder® iliac branch endoprosthesis, and gore® viabahn® vbx balloon expandable endoprosthesis (vbx device). After implanting an iliac branch component in the left side, when a vbx device was deployed in the left internal iliac artery, the right inferior gluteal artery was unintentionally covered by the vbx device. No treatment for the coverage was performed. The procedure was completed after all planned stent grafts were implanted. The physician reportedly stated as follows: during deployment of the vbx device, there was less longitudinal foreshortening of the stent graft than expected.